Event description:
The customer stated the paramedics were called due to low blood glucose. No blood glucose reading was reported. The customer stated he never got a low blood glucose warning from the sensor. The customer stated he treats his blood glucose based on the sensor glucose reading and also leaves the sensor in place longer than recommended. In addition the customer stated he had not eaten and he had been working which he states may have contributed to the low blood glucose. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.